Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 4.0 x 150mm, 90cm ranger paclitaxel-coated pta balloon catheter was selected for use. Upon the first inflation at 6 atmospheres for 10 seconds, a pinhole occurred in the distal side of the balloon. The device was removed from the patient using the normal method without any issues. There were no patient complications and the patient status was good.